Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a left hip revision. Femoral head exchange after patient dislocated original there was a periprosthetic fracture and surgeon went in to cable it. When surgeon was removing stem to cable the fracture, it was believed that he knocked off the femoral head in the process. It was the head and neck.